Manufacturer narrative:
Internal complaint reference: case-2020-00016816-1. Three fast-fix 360 curved needle delivery system devices, used in treatment, were returned for evaluation. A visual inspection revealed t1, t2, and suture were not returned with any of the delivery devices. The needles were inspected and no damage or deformation was observed. A functional evaluation revealed the actuator cycled and actuated properly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the fast-fix 360 meniscal repair system instructions for use found the following warnings and precautions related to premature anchor deployment: ¿ do not push the deployment slider twice or the second implant will deploy prematurely. ¿ do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately.

Event description:
It was reported that during a surgery using a fast-fix device after deployed t1, t2 deploy. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.